Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02963. It was reported x-rays confirmed the patient's leads had migrated. The patient underwent surgical intervention where his percutaneous leads were replaced with a paddle lead. It was noted the surgeon had difficulty placing the lead exactly anatomically midline due to severe epidural scarring. The lead coverage was checked using neuromonitoring confirming bilateral coverage was captured.